Event description:
Unomedical reference number (B)(6). Event occurred in italy. On 11-apr-2024, it was reported that on (B)(6) 2024, the set was detached. Also, mentioned that bad glue was the cause due to which product was not adhering no further information available.